Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000180r, ubd: unknown, UDI#: unknown f1908: delay of less than one hour f26: no patient impact. H3, h6: the system was serviced in the field. The rep installed software and cleaned around the charger. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system used during a procedure. It was reported that when the system was around the patient, the system would not perform a scan. The site reboot the system and system boot to a software/firmware mismatch error. The probable cause is a software issue. This resulted in a surgical delay of less than one hour. Patient impact was not reported at this time. Additional information was received. It was a sacroiliac and thoracolumbar procedure. The site was able to complete the scan after system reboot. There was no impact on patient outcome.